Manufacturer narrative:
(B)(4). A visual examination of the returned device found no visible damage to the balloon with the balloon bonds continuous and intact. It was noticed that the catheter shaft was broken into two pieces. A section in the shaft was bunched up, and the shaft was elongated/stretched near the bunched up section. These failures are likely due to anatomical/procedural factors encountered during the procedure that limited the performance of the device. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. (B)(4).

Event description:
It was reported to boston scientific corporation that an extractor pro xl retrieval balloon was used in the choledoch during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the balloon was inflated but it collapsed and exploded. The procedure was completed with a different device. No patient complications have been reported as a result of the event. The patient's condition at the conclusion of the procedure was reported to be stable. Investigation results revealed that the catheter shaft was broken; therefore, this is now an MDR reportable event.